Event description:
Patient was in the operating room (or) for scheduled c-section; primary nurse was charting, and circulatory nurse was asked for ligasure since patient was getting tubal ligation. Nurse opened the package and handed it to the obstetrics technician (ob tech) sterile. Once the doctor started using the equipment. Doctor noticed it was not working. Doctor asked for new one. Circulatory nurse handed a new ligasure and that one was working.